Event description:
In 2006, a patient underwent repair of a traumatic transaction of the thoracic aorta using two gore tag thoracic endoprostheses. The most porximal of these tag devices infolded. Requiring a second endovascular surgery the following month. Two palmaz stents were placed proximally to open the collapsed graft. Two days later the patient expired with the cause of death stated as thrombotic or embolic stroke.

Manufacturer narrative:
H6: code a review of the manufacturing paperwork is being conducted. Please note: a second gore tag thoracic endoprosthesis (tg2610/lot#03785596) was implanted.